Event description:
During rounds, an anti-coagulant medication was noted to be infusing at 4 ml/hr, and the concentration of the bag was noted to be 250mg/500ml. The calculation of the dose was double checked, and it was found that the medication should have been infusing at 41ml/hr based on the patient's weight. The infusion was programmed on the symbiq smart infusion pump as 250mg/50ml. The charge rn was in the room to check the pump with another rn. The smart pump choice for this medication is only available as 250mg/50ml, not the actual concentration of 250mg/500ml. The pump was reprogrammed using other drug choice with correct concentration entered. The family and the patient were informed of the problem and the correction. The bag hanging had a double rn check sticker on it